Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter powers off during use. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6), 2014, at 8:30am. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. According to the csr¿s documentation, the patient did not take any action in response to the reported power issue and subsequently an hour later the patient reportedly developed symptoms of shaking and sweating; the patient, however, denied receiving any form of medical intervention after the alleged issue occurred. During troubleshooting the csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs product. The csr noted the alleged power issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.